Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The discontinuation of the device was advised and a replacement insulin pump was sent. After receiving the replacement device, the customer called and stated that they inserted a battery into the insulin pump that had the button error, and the buttons were now functioning. But, it had alarmed batter out limit. The customer was inquiring if they could use the device, but they were advised against doing so, since the device had given them button issues. The customer was advised to use the replacement insulin pump that they had received. The customer understood. Nothing further was reported.